Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during an unknown procedure the fms vue ii fluid management and tissue debridement system is not maintaining consistent pressure in the joint which is leading to poor visualization and extravasation of the joint. No delay was reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: upon complaint review, the investigation summary has been updated as follows: investigation summary ==> the complaint device was received at the service center and evaluated. Per service manual operational and diagnostic, no defect was found, therefore this complaint cannot be confirmed. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. Since no failure was found with the device, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> the complaint device was received at the service center and evaluated. Per service manual operational and diagnostic, no defect was found, therefore this complaint cannot be confirmed. Multiple attempts were done to obtain more information regarding the event but no response was received. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. Since no failure was found with the device, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there were no patient consequences or impact to the user or patient due to the extravasation. It was reported that the case was completed by using the same pump. It was reported that an alternative product was readily available: an older fms vue pump and an arthrex pump. It was reported that there was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions).